Manufacturer narrative:
On october 23, 2023, the mentor failure analysis lab received the device for evaluation. On october 25, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 225cc breast implant was found to have a tear on the anterior view, measuring approximately 8.5 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. A manufacturing record evaluation was performed for the finished device 229017 number, and no non-conformances were identified. Manufacturing and expiration dates are not available being old legacy lot number. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on october 11, 2023, the following information was received and corresponding fields have been updated on this form: - patient's date of birth is (B)(6) 1950"; updated under field a2 - brand name under field d1 has been updated to "mentor smooth round moderate profile" - catalog number under field d4 has been updated to "3501630" - unique identifier( UDI) under field d4 has been updated to (B)(4). - mentor was also made aware that the date of implant for the right side device was (B)(6)1998 this supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 73-year-old caucasian female patient underwent primary breast augmentation with unknown size unknown saline implants smooth on both sides and experienced left side deflation, and bilateral capsular contracture; left side baker grade IV, and right side baker grade ii postoperatively; diagnosed in the office. The patient has consulted with the healthcare professional. As a result, the patient underwent bilateral replacement surgery with catalog number 3501640; serial number (B)(6), on the left side, and with catalog number 3501640; serial number (B)(6), on the right side on (B)(6) 2023. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left implant deflation, and capsular contracture; baker grade IV. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).